Manufacturer narrative:
Additional information provided in b.5., h.6. And h.11. A sample was not received at investigation site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received from company representative that the burn was like stroma when removed the phacoemulsification tip from the patient's eye. The wound burn was noted post quadrant removal stage. The patient was sutured with nylon. The tip refluxed out a white cloud of dust like substance, then it was aspirated to the tip. The patient condition was recovering.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that burn like stroma when the phacoemulsification tip was removed from the patient's eye during cataract surgery (with intraocular lens implant). The wound burn was noted post quadrant removal stage. The patient was sutured with nylon but the wound kept leaking. The tip refluxed out a white cloud of dust like substance, the it was aspirated to the tip.